Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with intermitted button response due to moisture damage on the keypad traces. Unable to confirm button error alarm. The device was received with normal operating currents. It was not able to confirm that the insulin pump was moving on its own during testing.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that the customer was throwing up, weak, and could not lower down her blood glucose. Troubleshooting was performed. The mother stated that the insulin pump alarmed button error, and the device was moving on its own. Advised the caller that the insulin ump would be replaced and revert to back up plan. No further information was provided.